Manufacturer narrative:
Concomitant medical products and therapy dates: unavailable. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm (aaa) with a maximum diameter measuring 50.3mm. Four gore® excluder® aaa endoprostheses were implanted. The patient tolerated the procedure and was discharged to home on (B)(6) 2014. On (B)(6) 2017, an endoleak of indeterminate origin was observed. On the same day an intervention was performed whereby the endoleak was embolized.

Manufacturer narrative:
B3. Date of event: as aneurysm enlargement of 5mm was noted on (B)(6) 2017, the event date has been updated/corrected.

Manufacturer narrative:
Updated manufacturing address to: woody mountain 3750 w kiltie ln flagstaff, az 86005.

Manufacturer narrative:
B.4. Event description added. H.6. Investigation conclusions: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. H.6. Health effect - clinical code updated from 4580 to 1708. H.6. Medical device problem code updated from 3190 to 2682. H.6. Investigation conclusions updated from 4315 to 22.

Event description:
Pre-treatment maximum diameter of the abdominal aortic aneurysm was 50.3mm. Follow-up cta on (B)(6) 2015 revealed the aneurysm measured 47.0mm. Follow-up cta on (B)(6) 2017 revealed the aneurysm measured 52.0mm. On (B)(6) 2017 a type ii endoleak from the inferior mesenteric artery inflow and a right lower lumbar artery outflow was observed. On the same day an intervention was performed whereby the endoleak was embolized. The embolization procedure was successful. The patient was discharged on the same day. Follow-up cta on (B)(6) 2017 revealed that the endoleak was no longer visualized.